Event description:
It was reported that the procedure was performed to treat a moderately calcified mildly tortuous lesion in a left tibial artery. The command guide wire was placed in the vessel. A non abbott balloon catheter was then loaded on the wire. While advancing both devices toward the lesion, resistance was noted. Additionally, it was noted that the balloon catheter could not advance over the wire. There may have been an attempt to removed the balloon catheter from the guide wire, but resistance was met, so both devices were removed together. Upon removal, it was noted that the tip of the guide wire was separated and the tip of the wire was found on the back table. Nothing was left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove and difficult to advance could not be tested due to the device condition. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported and noted difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.